Event description:
Customer was hospitalized for high blood glucose and dka. States the last couple of times they rewound the pump, it sounds like the motor is struggling. Also states the reservoir compartment has a strong smell of insulin.